Event description:
It was reported that the customer had passed away. The customer's mother stated that the customer was not wearing his insulin pump at time of death but that there was no info as to when the customer had stopped using the insulin pump. The customer's mother stated that the insulin pump was found in the kitchen. It was found that two days prior to the event the customer had called in to work with a diabetic emergency. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.